Event description:
It was reported that balloon rupture occurred. The patient presented with an extended left upper limb. The stenosed target lesion was located in the left forearm arteriovenous fistula. After obtaining vascular access via the distal end of forearm radial artery with an 18-puncture needle guided by b-ultrasound, a non-boston scientific (bsc) guidewire was placed followed by advancing a 6fr sheath along the guidewire. The 0.035 guidewire was replaced and adjusted to cross the internal fistula anastomosis, the stenosis part of cephalic vein, the median elbow vein, and the vena basilica of the upper arm under the guidance of ultrasound. A 6.0 x40, 75cm gladiator elite balloon catheter was introduced along the guidewire for dilatation under b-ultrasound monitoring. Obvious depression was visible during the pre-dilation, and the dilation was maintained for 15 seconds after complete dilation. However, the balloon burst during inflation at 24 kilopascal (kpa). The procedure was completed with this device. There were no complications reported and the patient status was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient presented with an extended left upper limb. The stenosed target lesion was located in the left forearm arteriovenous fistula. After obtaining vascular access via the distal end of forearm radial artery with an 18-puncture needle guided by b-ultrasound, a non-boston scientific (bsc) guidewire was placed followed by advancing a 6fr sheath along the guidewire. The 0.035 guidewire was replaced and adjusted to cross the internal fistula anastomosis, the stenosis part of cephalic vein, the median elbow vein, and the vena basilica of the upper arm under the guidance of ultrasound. A 6.0 x40, 75cm gladiator elite balloon catheter was introduced along the guidewire for dilatation under b-ultrasound monitoring. Obvious depression was visible during the pre-dilation, and the dilation was maintained for 15 seconds after complete dilation. However, the balloon burst during inflation at 24 kilopascal (kpa). The procedure was completed with this device. There were no complications reported and the patient status was stable post-procedure. It was further reported that the target lesion was 78.12% stenosed, mildly tortuous and mildly calcified. The balloon was inflated 3 times for 15 seconds each time. The balloon was pulled out by the delivery shaft.